Event description:
It was reported that the balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es was advanced for dilation. During first inflation at 5 atmospheres for 2 seconds, the balloon ruptured in a pinhole form at near the balloon shoulder. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.